Manufacturer narrative:
An event of heart block and pacemaker implantation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical study: (clinical study patient (B)(6) approval study, (B)(6)) it was reported that on (B)(6) 2021 a 35 mm navitor titan was successfully implanted in a patient with pre-existing conditions of percutaneous transluminal coronary angioplasty (ptca), pre-existing left anterior fascicular block and comorbidities of coronary artery disease, hyperlipidemia, hypertension, and tobacco use. Following the deployment of the device, the patient developed left bundle branch block (lbbb). The following day, on (B)(6) 2021, the patient developed right bundle branch block (rbbb). Eventually their condition progressed into complete heart block (chb) for which a pacemaker was successfully implanted on (B)(6) 2021 to resolve the event. The patient was discharged (B)(6) 2021.